Manufacturer narrative:
The screw was not returned for evaluation. The implant was returned for evaluation. There was no evidence of any fractured screw or its fragments that could be found or visually seen inside the implant, as the implant was covered with some unknown substance/material which could not be removed or separated from the internal surface of the implant. The implant had general signs of usage, and the entire implant was covered with bone tissue that remained on the external surface. There was unconfirmed evidence of some biological/foreign matter that could be seen on and around the bone tissue that surrounded the implant. The collar of the implant was severely damaged and had deformed due to multiple bents, cracks, and edges that had rounded up. The internal hex of the implant was also worn and damaged. Visual inspection in comparison with the drawing was consistent with the design of the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. The device history record review for the implant lot was performed and did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.

Manufacturer narrative:
Product not returned to manufacture.

Event description:
Reported that abutment screw fractured inside the implant, dr. Tried to remove the screw from the implant with the screw removal kit without success the implant was removed. Another implant will be placed. One part of the screw remains inside the implant, the other part was discarded by the doctor.